Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during fill one of the patient¿s pd treatment . The patient did not receive any message or alarm. The patient noticed a lot of fluid coming from the bottom of the cassette door so the patient stopped the treatment. There was fluid in the pump module area and fluid on the external of the cassette. Fluid leaked from the cassette into the cassette door. Technical services advised the patient to stop using the cycler due to the fluid leaking and was advised to inform the patient¿s pd nurse of the event. The patient will do manual treatments in the absence of a cycler. The patient was advised to keep the tubing set and to return it for investigation. The cycler will be returned for investigation. Multiple attempts were made to gather additional information, but no information was received.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during fill one of the patient¿s pd treatment . The patient did not receive any message or alarm. The patient noticed a lot of fluid coming from the bottom of the cassette door so the patient stopped the treatment. There was fluid in the pump module area and fluid on the external of the cassette. Fluid leaked from the cassette into the cassette door. Technical services advised the patient to stop using the cycler due to the fluid leaking and was advised to inform the patient¿s pd nurse of the event. The patient will do manual treatments in the absence of a cycler. The patient was advised to keep the tubing set and to return it for investigation. The cycler will be returned for investigation. Multiple attempts were made to gather additional information, but no information was received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.